Event description:
Use of product as directed, resulted in severe reaction - listed under improper use (FDA) difficulty swallowing and swelling of throat. Dates of use: (B)(6) 2013. Diagnosis or reason for use: denture clean.